Event description:
During a laparoscopic nephrectomy procedure, the third cartridge cut but did not staple the artery. Had to convert to an open procedure. 4 blood tranfusions were necessary. Patient is fine now.